Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the damaged video connector could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, it was found that the video connector could not be connected firmly due to damage to the video connector socket, resulting in an intermittent image displayed on the monitor. Additionally, the usb cable was damaged, and the clock battery was depleted so the wrong time was displayed. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus medical that the visera elite video system center did not relay an image [no image]. The issue occurred during an unspecified procedure. There was no patient or user injury reported.